Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and mainetance procedures.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while unpacking, it was noted that the catheter was fractured about 5 cm from the proximal end. There were no complications or intervention reported with this event.